Event description:
It was reported the three programmer radio-frequency (rf) heads did not interrogate. It was further reported that the programmer seemed to have a contact problem at the port for the rf head. Lateral pressure on the port would make it work. The programmer and rf heads were returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found intermittent telemetry with all returned rf heads, the rf connector on the link electronic module (lem) board was loose. It was also noted that the bezel was broken and the left display hasp was broken. (B)(4): the electromagnetic field immunity functional test was out of specification. It was also noted that the upper case was broken and the printed circuit board had a foreign substance on it. The rf head was also missing the label coating. (B)(4): the electromagnetic field immunity functional test and telemetry tests were out of specification. It was also noted that the upper case was broken and the printed circuit board had a foreign substance on it. The rf head was also missing the label coating. (B)(4): the device failed telemetry testing due to the cable being out of specification. The rf head was also missing the label coating.